Event description:
It was reported the pt was experiencing an overstimulation sensation on the left side. The symptoms began following a recent car accident. The pt was seen in the clinic. Impedance readings were >3600 ohms for electrode number 7. This electrode was not in use for current programming. The pt has run at 10 volts since implant. Add'l troubleshooting was being considered. Add'l info has been requested but was not available on the date of this report.

Manufacturer narrative:
.